Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer had a high blood glucose level of "high" mg/dl (a specific value was not provided). The customer administered a correction bolus in order to address the issue. No permanent damage was reported. The customer reverted to an alternate method in insulin therapy.